Manufacturer narrative:
The software investigation found that the behavior described is the intended behavior of the software. The software functioned as designed. The patient exams were not to protocol and were missing slices . If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No additional information has been provided/submitted to the manufacturer for an evaluation to be conducted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a procedure, the magnetic resonance imaging (MRI) scan loaded on to the navigation system was missing slices in the middle. An additional MRI with 25 slices was loaded and merged onto the existing CT and MRI to cover the area of interest for the procedure. It was reported that the site deleted and reloaded the exam from a disc without resolution. A new disc was burnt without resolution and it was noted that the exam looked fine on electronic picture archiving and communication systems (pacs) and on a computer in the operating room (or). There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome. No additional information was provided.

Manufacturer narrative:
Additional information: a medtronic representative went to the site to test the equipment. Testing revealed that the MRI scan would not load with missing slices in the middle. It was reported that the image was found to not be to protocol and other images could be loaded without issue on the navigation system. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
The discs from the procedure was received by medtronic personnel for evaluation. The discs were reported to load into the navigation system with the same missing slices on one MRI. It was reported that the issue could be replicated on multiple navigation systems. A previous generation of the navigation system was used, and the issue could not be replicated.